Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that a left breast implant rupture was also confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 23, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 600cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 25, 2021, mentor became aware that the patient was also diagnosed with grade ii mammary ptosis and depressed nipple-areola complex scars during the revision surgery on (B)(6) 2021. Aside from the removal and replacements of the implants, the patient also underwent bilateral mammoplasty with mastopexy, capsulectomy, bilateral suture mastopexy and fat grafting to the breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned devices, mentor became aware that the suspect medical devices were the following: (left) 650cc mentor memorygel breast implant catalog: 3506504bc lot:6541341 sn:(B)(6)and (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 6569395 sn: (B)(6). On november 15, 2021, mentor became aware of the following additional information: date of implantation =(B)(6) 2012, date of explantation = (B)(6) 2021, replacement devices: (left) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9619671 sn: (B)(6) and (right) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9619671 sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation with two unspecified mentor gel implants, suffered bilateral capsular contractures (baker grade iii), post-procedure. The capsular contractures were diagnosed via physical examination and a mammogram taken in (B)(6) 2020 reported distortion. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.